Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the reported issue was not present during investigation. Perform technical safety check to specification perform preventive maintenance service.

Event description:
Pump with (B)(6). Was not delivering at the correct rate causing an innacuarate issue with the unit.